Manufacturer narrative:
The complaint device was not available for evaluation, product inspection could not be performed. The batch is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06837, 2134265-2014-06847. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter. It was noted that motor drive unit 5 (mdu5) unable to perform pullback and there was a clutch error message displayed. No patient complications reported and patient's condition is good.